Manufacturer narrative:
(B)(4).

Event description:
It was reported that via merlin.net transmission, inappropriate ams due to what appears to be a sinus driven atrial tachycardia and p-waves falling, followed by competitive atrial pacing. The sensitivity was reprogrammed. The patient was doing fine.